Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unknown duration of time. No additional patient or event information was available. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue; however, no additional information could be obtained.